Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report difficult positioning requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip delivery system (cds) was inserted and advanced into the patient anatomy, the cds was positioned and became caught in the medial commissure. While repositioning the cds ended up more medial (a3p3) than the trajectory and it was suspected the septum may have dropped due to patient anatomy, but no damage was noted. Troubleshooting was performed to reposition to a2p2 but was unable to free from the medial commissure and the leaflets were grasped and the clip was deployed, but a chord was noted to be stuck in the grasp upon deployment. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of device (clip becoming caught in anatomy) appears to be related to patient conditions (leaflet tethering, mild thickening and aneurysmal septum). The image resolution was related to procedural circumstances as imaging was reported to be difficult. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6, code 1528 removed.

Event description:
N/a.